Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the needles are popping off as if they are cr. This has happened multiple times. The doctor said that it is happening about 50% of the time. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/13/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "this has happened multiple times. Dr. Said that it is happening about 50% of the time" ¿ please confirm the number of procedures/patients in which this issue has occurred. ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ¿ please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-01314, 2210968-2024-01315, 2210968-2024-01316